Event description:
It was reported the patient had a hygroma. The patient's symptoms included swollen spongy skin at the lumbar incision site, positional headaches and nausea. Diagnosis included examination and palpation revealing an egg sized lump and spongy skin. Interventions included aspirating fluid on (B)(6) 2010. Epidural blood patches were done (B)(6) 2010. Repair of cerebral spinal fluid leak and a catheter revision (lumbar portion) were performed on (B)(6) 2010. The outcome was reported as resolved without sequelae as of (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, lot # n144189001, implanted: 2008 (B)(6), explanted: unk, catheter model 8598a, lot # n162280003, implanted: 2008 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
The patient codes have been updated to include (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-14, additional information was received from a healthcare professional (hcp) via an ispr update. The reported adverse event was update from "hygroma" to "hygroma at lumbar implant site".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.